Event description:
It was reported that the display of a roller pump of a heart lung machine partially disappeared. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.